Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, the reported condition was confirmed and replicated during in-house inspection. A review of lighthouse logs revealed no failures or anomalies associated with the reported issue. During visual inspection, the grip spring was found to be dislodged and became trapped within the grip housing. This condition was determined to be the cause of the reported complaint and successfully replicated the failure mode observed in the field. No additional testing was performed. Root cause: the grip spring became dislodged from its intended position and became trapped within the grip housing, interfering with normal grip operation and preventing proper system movement. The unit was transferred to engineering for further analysis and evaluation. Additional information will be provided upon completion of the investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during case setup to report a hand control obstruction message even though no visible obstruction had been seen. The tse had first reviewed the system logs and had found no errors, then had asked whether one of the hand controls had been constantly moving; it had been confirmed that the right-hand controller had been continuously moving. The tse had then had the customer shut down the console and move it slightly away from the wall, but the movement and message had persisted. Next, the tse had directed a full power down and breaker cycle, and had the customer physically move both left and right master tool manipulator (mtm) to check for resistance; the left had seemed to float while the right had shown resistance. After power had been restored and the system had been powered back up, the message had returned when the right-hand control had moved downward during homing, accompanied by system tones. The procedure was aborted to another dv system.